Manufacturer narrative:
Other relevant device(s) are: field generator 9731203 em mobile; upn: (B)(4). A medtronic representative went to the site to inspect the system. The field generator was replaced and the issue resolved. (B)(4). The field generator was returned and analysis completed. The reported problem could not be duplicated. The field generator was connected to a test system and the system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. The returned part was fully functional. (B)(4). Device manufacturing date is unavailable at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that during setup, they dropped their emitter and it began having issues tracking instruments. There was no patient present when this issue was identified.